Event description:
It was reported to adac that the customer generated a treatment plan with multiple trials. Trial 3 had been copied from trial 2, and the dose and monitor units were different for the two trials.